Manufacturer narrative:
D.2. Additional medical device types: mjk, mjm. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd affirm¿ vpiii microbial identification test, a false positive gardnerella vaginalis patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd quality initiated an investigation on customer claim of false positive results on affirm. Batch history review was performed on finished product and its components with satisfactory results. In process and qc testing were within specifications. Visual inspection was performed on retention samples with satisfactory results. Functional and specificity testing was also performed on retention samples with satisfactory results. This complaint was unable to be confirmed for affirm false positive. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that during use of bd affirm¿ vpiii microbial identification test, a false positive gardnerella vaginalis patient result was obtained. There was no report of patient impact.